Event description:
The customer reported the touch screen is not working; virtual buttons not lined up after calibration; touch screen calibration does not fix the lower portion of the screen; after multiple calibrations the touch screen is slightly off-target, especially on the lower portion of the screen. The customer reported there was patient involvement and no patient harm.